Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he changed his reservoir and finished filling it when he noted a constant steady drip from the tubing; insulin was squirting out of the tubing during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the prime and rewind issue. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The drive support cap appeared normal. The alarm history was reviewed and there was no compromised force sensor system alarm noted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. However, the operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, broken battery tube threads, broken belt clip slot and minor scratches on the lcd window.